Event description:
The pt was undergoing posterior decompression l4-5. The surgeon stated the kerrison rongeurs stuck which lead to the dura bleeding. Dura glue, cryo and thrombus spray used to control the bleeding.